Manufacturer narrative:
Product analysis: visual review of the implant confirmed the ¿ears of the -03 top component deformed and broken. Microscopic examination of the -03 peek top component scalloped features did identify and witness marks, suggesting possible physical obstruction during attempted implantation which prevented full insertion into the vertebral disc space. Visual, optical and microscopic examination of the front-facing tab on the -03 peek top component did not identify witness marks or deformation consistent with angulation during attempted assembly. The above observations are consistent with implant fracture due to brittle overload during attempted implantation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4-5 due to right sided radiculopathy. During surgery, implant was being implanted, impacted, and it hit the inferior endplate of the superior vertebral body, causing it to break. The product was completely explanted out of the patient. No fragments of the product were left remaining in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.